Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead was confirmed to have migrated. The cause of the migration was not determined. A revision has not yet been scheduled. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 11-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in post-op, the patient reported feeling coverage on the left side but they needed coverage on the right side of their face. The cause of this was not known at the time of the report. Reprogramming was performed but that did not resolve the issue. Imaging was performed, which indicated the lead had possibly migrated. A revision was planned but had not yet been scheduled at the time of the report. It was noted the patient had a history of a brain tumor and migraines. No further complications were reported or anticipated.